Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they had three pumps that were involved in a near miss free flow incident on a patient. There was patient involvement but the information on patient impact is unknown. It was later reported by the customer's internal investigation: "upon initial inspection, without opening or manipulating the pump module, the door handle is broken. With the pump off, I could not illicit a free-flow even though the door was slightly open. I tried with the tubing that was in place without moving anything and I tried using a completely different tubing and bag. The pump did alarm for me to tell me that the door was open so I do not understand, at this point, how this pump was in circulation and why they even attempted to use it. ¿ the door handle is unmistakably broken ¿ upon further inspection, the latch is also broken. ¿ the pump alarms audio (loud beeping sound) / visual (red light and message scrolling ¿safety clamp open¿)".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Not applicable. Device evaluated by bd.

Event description:
It was reported by the customer that they had three pumps that were involved in a near miss free flow incident on a patient. There was patient involvement but the information on patient impact is unknown. It was later reported by the customer's internal investigation: "upon initial inspection, without opening or manipulating the pump module, the door handle is broken. With the pump off, I could not illicit a free-flow even though the door was slightly open. I tried with the tubing that was in place without moving anything and I tried using a completely different tubing and bag. The pump did alarm for me to tell me that the door was open so I do not understand, at this point, how this pump was in circulation and why they even attempted to use it. The door handle is unmistakably broken. Upon further inspection, the latch is also broken. The pump alarms audio (loud beeping sound) / visual (red light and message scrolling ¿safety clamp open¿)".